Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported she has experienced elevated blood glucose levels constantly for the past month. Caller alleges the pump is not delivering insulin as it should. Caller reported her blood glucose level was at 19 mmol/l; was not feeling well. Caller reported the only way she can get her levels down is to use an insulin pen. No adverse event reported. Requested return of the alleged pump for evaluation.